Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hypoglycemia and didn¿t wake up. A healthcare provider was called and had to intervene and treat the patient with glucagon. After the treatment the patient regained consciousness. At the time of the report the patient was feeling 'hungover' and weak. A review of performance data shows that the patient experienced minimal, intermittent brief sensor issue around the alleged time of the incident at 5:00 am on (B)(6) 2025. Between the hours of 2:00 am and 8:00 am, a total of only 45 minutes of brief sensor issue was observed (again, intermittently and not all at once). Of the available estimated glucose values, data investigation shows that the patient's egvs ranged from 98 mg/dl and 253 mg/dl during this same period. Looking more closely at the reported time of the incident from 4:00 am to 6:00 am, the patient's egvs ranged from 140 mg/dl and 253 mg/dl, and his egv read 155 mg/dl at 5:00 am exactly. The brief sensor issue became more frequent after 8:00 am, but did not last long as the sensor was removed and a new session was promptly started at 9:45 am. (Note: due to the conflictive description of the date and time of the incident, performance data from december 17, 2025 was also examined. No brief sensor issue at all was observed from 2:00 am to 8:00 am on this date, and the patient's egvs were quite stable during this time, ranging from 127 mg/dl to 171 mg/dl. The more likely date of incident was therefore presumed to be december 18, 2025. This assumption does not change the conclusion of this investigation.) As the patient's egvs were found to have been either in target range or above it during the alleged time of the incident on both dates, inaccurate estimated glucose values have been determined to be the most likely root cause of the hypoglycemic event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hypoglycemia and didn¿t wake up. A healthcare provider was called and had to intervene and treat the patient with glucagon. After the treatment the patient regained consciousness. At the time of the report the patient was feeling 'hungover' and weak. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.